Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was cracked by tubing guides. The left and right plunger cases were damaged. Customer?s reported issue was duplicated during start-up process. The root cause of the reported issue was determined to have been caused by the customer's physical damage to the device. Actions taken to mitigate the reported issue: replaced left plunger case. D4: UDI information is unknown.

Event description:
It was reported that plunger sensor alarm event occurred. No patient injury reported.